Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during the operation, after firing the stapler, the instrument could not be removed. The surgeon cut the tissue to remove the instrument. In order to avoid further injury, surgeon sewed the tissue manually once more to stop bleeding. No pt injury.